Event description:
The MFR received info alleging a trilogy remote alarm cable would not work. The device was not in patient use. The component has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.